Event description:
It was reported that during a stent placement procedure, the stent was allegedly could not be released. It was further reported that the stent allegedly had high resistance during withdrawal. Furthermore, the delivery rod and stent was allegedly twisted and deformed. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the e-luminexx biliary stent products that are cleared in the us. The pro code and 510 k number for the e-luminexx biliary stent products are identified in d2 and g4. H10: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the stent delivery system was not returned for evaluation, but the provided photos show the distal part of the delivery system with the stent. Although the stent is fully deployed it is sticking to the inner catheter because there is some mash over the stent. At the proximal end, the stent is heavily deformed whereas in distal section the stent appears just unexpanded. The origin of this mash including a thicker wire that is turned around this mash is not clear. Without sample, the issue cannot be re produced but the investigation is confirmed for stent deformation and material bending. Although it is not clear what happened it was assumed that based on the condition visible on the image the system was difficult to remove. During withdrawal, there was a lot of resistance, so it could only be forcibly pulled out of the sheath and due to the high resistance during withdrawal, the delivery rod was twisted and deformed, and the stent was deformed as well; so, the reported issue may be related to interaction with the introducer. Based on the available information and evaluation of the provided photos, the investigation is closed with confirmed results for difficult removal, material deformation and material bending. A definite root cause of the reported incident cannot be identified. Labeling review: in reviewing the relevant labeling it was found that the instructions for use sufficiently address the potential risks. Regarding general warning, the instructions for use states "should unusual resistance be felt at any time during the procedure, the entire system (introducer sheath or guiding catheter and stent delivery system) should be removed as a single unit". Regarding accessories, the instructions for use states "the bard s.a.f.e. 6f delivery system requires a minimum 6f introducer sheath. Insert a 0.035 inch (0.89 mm) guidewire under fluoroscopic guidance through the biliary stricture and into the duodenum". With regards to general directions, the instructions for use states "pre-dilatation of the stricture with an appropriately sized balloon dilatation catheter is left to the discretion of the treating physician". With regards to warnings, the instructions for use states that "visually inspect the e-luminexx biliary stent to verify that the device has not been damaged due to shipping or improper storage. Do not use damaged equipment". H10: d4 (expiration date: 06/2026). H11: h6 (method, result, conclusion). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the e-luminexx biliary stent products that are cleared in the us. The pro code and 510 k number for the e-luminexx biliary stent products are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. H10: d4 (expiration date: 06/2026). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent placement procedure, the stent allegedly could not be released. It was further reported that the stent allegedly had high resistance during withdrawal. Furthermore, the delivery rod and stent was allegedly twisted and deformed. The procedure was completed using another device. There was no reported patient injury.